Manufacturer narrative:
No device issues occurred during the event. Based on follow up information received, "the operator terminated the procedure after he lost microcatheter position for safety reasons. The post angio runs (after 2 coils) looked good, with only a little residual filling, and as the aneurysm was in a very vulnerable state (twice previously bled), he felt it unwise to try and poke around and potentially cause damage."

Event description:
During the week prior to the procedure, the patient suffered from a twice ruptured basilar tip aneurysm, and presented with a "poor clinical grade". Two coils were successfully detached into the aneurysm. However, after implantation of the second coil, access to the aneurysm was lost and the procedure was aborted. Eleven days post procedure, the patient's glasgow coma scale (gcs) had deteriorated. A CT scan demonstrated that the coils were contained within the aneurysm, but had compacted into a crescent shape in the dome of the aneurysm. Four days later, an additional CT scan revealed further compaction and a portion of a coil approximately 1-2cms in length protruding into the parent vessel. The patient developed a serious thrombotic event and died soon after due to this complication. In the physician's opinion, the cause of the coil protrusion was due to poor aneurysm obliteration and a "high flow" through the vessel. The physician stated that "the patient was in a poor grade with a highly vulnerable aneurysm (having previously bled twice in the preceding week)".